Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the emergency lights being out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the scope was connected to the video system center and used along with the light source, an e207 error (emergency lamp error) was displayed. The lamp usage exceeded 500 hours and the emergency light was flashing. The malfunction occurred during a medical examination. The diagnostic procedure was completed with the same device. The device was inspected before use. There were no reports of patient harm associated with the event. Patient identifier: (B)(6) captures the complaint on related light source (model: clv-s190, serial number: (B)(6)).

Manufacturer narrative:
The device was returned to olympus. Upon evaluation of the subject device, the customer allegations were not confirmed. However, the customer reported issues were duplicated upon evaluation of the returned light source. Error code e207 occurred due to the emergency light being out. It was also noted that the lamp usage exceeds 500 hours and the emergency light was flashing. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.